Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address) and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vessel occlusion. The exact root cause could not be determined. It is likely that the device was unable to be deployed properly due to significant calcification present at the puncture site, leading to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a pacemaker implantation (ppi) was performed via an ipsilateral antegrade approach from the left common femoral artery (cfa) puncture using a parent select 5082 (60cm, medikit). Due to the difficulty of the treatment, the physician decided to use a hemostatic device, knowing the risk of a highly calcified lesion, and used the angio-seal device. When the device/sheath assembly was withdrawn after the device had been inserted into the insertion sheath, the physician felt that the anchor was not caught at the puncture site; however, in the calcified area inside the vessel. Since the collagen had not yet been deployed at this point, the physician pushed and turned the device/sheath assembly; however, the physician still felt that the anchor was caught in the calcified area. There was no choice but to attempt hemostasis by pulling the device/sheath assembly at this location; however, hemostasis was not achieved. Based on the backflow of blood from the tamper tube and the finding of the ultrasound inside the vessel, the collagen appeared to have entered into the vessel. There was no choice but to apply manual compression to achieve hemostasis once. Since the pulse was confirmed at distal to the vessel (the popliteal artery), the physician thought that it was a stenosis rather than an occlusion. The physician decided to perform an additional ppi to avoid the risk of a thrombus blocking the vessel. Re-puncture was made slightly from the inguinal ligament side with a parent plus 60 (21cm, medikit) and an attempt was made to pass the collagen with a 0.014 inch guidewire (crosslead penetration, asahi intecc); however, it was difficult. After changing the guidewire to a radifocus guidewire (1.5mm, j), the guidewire managed to pass through. The guidewire was then changed to the 0.014 inch guidewire using a tempo catheter (cordis), and intravascular ultrasound (ivus) was performed. As the collagen was confirmed as presumed, the physician decided to perform a direct stenting and then poba. An eluvia stent (6.0 x 40, boston scientific) was implanted but it did not expand sufficiently, and the implantation position migrated slightly proximal. A metacross (6.0 x 40) was then used for post-dilation and the physician determined that the stent had expanded sufficiently, and the procedure was completed. The estimated blood loss was less than 250cc's. The physician commented that the device was used knowing that the lesion was highly calcified, the event was not caused by the product but due to the condition of the lesion. However, it was difficult to determine whether the device can be used or not (to what extent it is considered to be highly calcified). The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. Left femoral artery puncture patient require non-surgical intervention due to the event- ppi. An ultrasound performed to diagnose the vascular insufficiency. There was obstruction to the blood flow, possibly improper placement of the angio-seal/femoseal components. The patient was recovering.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a3b: gender: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: not provided due to hospital policy, a6: race: not provided due to hospital policy, d6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.